Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture corrosion in the battery compartment. Leak testing confirmed a leak at the battery compartment crack and at the display lens. The pump was opened and moisture corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment . There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.